Manufacturer narrative:
Additional information: sections b.3 & h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient fully healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical, and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted reportedly for an infection. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.